Event description:
In 2007, reporter used a patch on her back, lower shoulder area. She applied patch in the morning and checked it during the day. Her husband removed the patch about 3:30 in the afternoon. Approx 15 minutes later, her skin felt hot and tender. Her husband checked her back and was shocked to see the extent of blotchy, red, blistered, burnt skin where the patch was. He applied bacitracin to the affected area and covered with bandage. Husband put bacitracin all over skin. She self treated for three days before seeking medical intervention. On three days later, she went to "on call" which is a medical facility open after 5:00 pm to have the burns checked (at this point the pain was out of control). She was treated for the burns with prescription medicine, silver sulfadiazine cream.